Event description:
It was reported that during a total knee procedure, the blade broke by the blade mount. It was reported that the surgeon was unable to locate the broken piece of the blade.

Manufacturer narrative:
Device not returned for eval. Work order documentation reviewed and all specs were met. It was reported through the sales rep that the blade was not fully inserted into the handpiece which would have created stress concentration in the mount of the blade which would have contributed greatly to the tab breaking at the mount. This possibility would need to be confirmed upon receipt of the blade. At this time, the hosp has no plans to return this blade.